Event description:
The manufacturer received information alleging a ventilator failed a test step during testing. There was no harm or injury reported. The device has been returned to the manufacturer and evaluated. Based upon a complete review of the complaint, it is concluded that no further investigation into the alleged complaint issue(s) or evaluation finding(s) is appropriate at this time. A final report is being submitted. If any additional information is received, a supplemental report will be filed. The device was scrapped.